Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was on bipella support. On day one of impella cp support, the access site was bleeding around the repositioned sheath. Lidocaine with epinephrine was injected. The reposition sheath was pushed back to the level of the skin and manual pressure was done. Bleeding was not resolved so new sutures were applied and angle match dressing was done. Two units of blood cells were administered. Additionally, the impella cp measuring was shallow. The physician advanced the impella cp but the pigtail was in the papillary. The physician was not able to free the pigtail. No active alarms currently. The impella was still into the papillary structure but was free of mitral leaflets. No repositioning was done per the medical doctor. The pump was eventually weaned and explanted.

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely use related since the repo-sheath was not fixed to the skin correctly. The root cause of the positioning issue was most likely patient condition related since repositioning was not considered due to small left ventricle (lv) based on the clinical review.